Manufacturer narrative:
The device has not been returned. If/when there is more information provided, a supplemental report will be submitted.

Event description:
It was reported that the patient had a reaction to the ema device that was issued. The device was issued on (B)(6) 2021 (after repair) and was first used on that day. The reaction occurred on (B)(6) 2021. The patient experienced "tingling/numbness on the tissue surrounding the lip and tongue. There was no treatment required, but the patient was advised to discontinue the device on (B)(6) 2022 and has improved. There are no allergies noted. No allergy test has been identified, however the patient was advised to seek an allergist for definitive result. With regards to the device: the device was rinsed with water an peridex prior to delivery. No information was provided with regards to how the patient cleaned and stored.

Manufacturer narrative:
The device has not been returned. However, the non-visual device evaluation has been completed and the results are as follows: DHR results the DHR was reviewed for case # (B)(4)and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Supplier (garreco) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. Acrylic: lot# 640320 was manufactured from march 2020 and was assigned an expiration of march 2025. Supplier (myerson) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. Disk: lot# td122820 was manufactured from december 28, 2020 and was assigned an expiration of december 28, 2023. Button: lot# bn2b112820 was manufactured from november 28, 2020 and was assigned an expiration of november 28, 2023. Bite pad: lot# bpb120520 was manufactured from december 5, 2020 and was assigned an expiration of december 5, 2023. Strap: lot# estrsa242955c was manufactured from april 10, 2021 and was assigned an expiration of april 10, 2024. Supplier (keystone) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. Monomer: lot# monkb2680 was manufactured from may 20, 2019 and was assigned an expiration of may 19, 2022. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results customer has not returned the product or provided an image for review. However, the non-visual device investigation has been completed. Root cause a root cause for this complaint cannot be explicitly determined. It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. However, the customer did not provide the information regarding how the patient handled and maintained the device. IFU-012544_3: dentists should consider the medical history of the patients, including allergic reactions, history of asthma, breathing, or respiratory disorders, or other relevant health problems, and refer the patient to the appropriate healthcare provider before prescribing the device. Irritation of the mouth, tongue, and lips may occur. Regular dental follow-ups are recommended to review any side effects to avoid device breakage, allergic reaction, irritation, or discomfort. IFU-012544_3 - cleaning procedures · brush and floss before use. · rinse mouth well with clean water before inserting the device. · if patient uses mouthwash, all traces of mouthwash should be removed by thoroughly rinsing out mouth with water. · brush the device carefully with a soft toothbrush and use only clear cool water to rinse the device. · do not use soap to clean appliance. · minimize odor by letting the device dry during the day with the container lid open.